Event description:
The manufacturer received a complaint reporting that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm when switched to standby mode. The affected device was replaced with another unit of the same model. The hospital's medical engineer reported the issue to the sales representative. No patient injury or adverse health effects were reported. The returned device was evaluated by the manufacturer. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.